Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 . Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges damage to hip joint and body. Update rec¿d 04/14/2014 - pfs was received from legal, primary and revision medical records were received from legal, and part/ lot information was identified. Records indicate that the patient was revised because of pain, osteolysis, and corrosion between the stem/head and the stem/ sleeve interfaces. Records are available for further review. The complaint was updated on: 05/12/2014. Update ad 27 jul 2018: in addition to what were previously alleged, ppf alleges metal wear, metallosis and elevated metal ions. After review of medical records, the patient was revised due to painful right metal on metal total hip arthroplasty. Added lawyer, law firm, revision surgeon and hospital. Updated patient initials. Update ad 20 dec 2019. Pfs alleges pain while walking and bending over, inability to do day to day activities, pseudotumors, fluid in the joint, metallosis, necrosis and infection. Medical records report particle disease, swelling, effusion, buttock pain, pseudotumor and discomfort. Lab results indicate that blood chromium and cobalt levels were elevated prior to revision. After further review of medical records, the patient was then revised to address pain and metal reaction. There was clear fluid within the joint, metal corrosion between the femoral head and neck, and between the sleeve and stem. There was also a large amount of osteolysis near the stem. The cup was noted to be under-anteverted by 10-15 degrees. There was no indication of infection. Right hip aspiration on (B)(6) 2012 indicates approximately 10 cc of serosanguineous fluid. Doi: (B)(6) 2002. Dor: (B)(6) 2013; (right hip).